Manufacturer narrative:
E1: initial reporter phone no.: (B)(6) . The device was received for evaluation. During evaluation, the reported problem of 'system error 322-link switch error (low) alarming' was reproduced. A review of the event history log (ehl) revealed multiple occurrences of ec 322 messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be faulty lower link switch. The lower auxiliary will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). This occurred during unspecified process step. There was no patient involvement. No additional information is available.